Event description:
A user facility reported that an lma-classic size 4 failed to inflate during patient use. During the procedure, the device was removed after it was noticed that it would not inflate. It was stated that the cuff was torn as it was removed. The patient has dental braces. The lma was immediately removed and replaced with another lma. There was no report of patient injury or problem. The device has not yet been returned for investigation. If further information is obtained a follow up report will be filed.